Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they experienced high blood glucose. The customer reported that they did not receive no delivery alarm. The customer reported that they had bent cannulas. The customer's blood glucose was 400 mg/dl at the time of incident. The insulin pump will not be returned for analysis.